Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after receiving inappropriate atp therapy due to atrial undersensing. The physician elected not to take any action. The patient was in good condition and will continue to be monitored.